Manufacturer narrative:
Evaluation conclusion: device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's power cord was observed. The device's power cord needs replaced to address the issue.